Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 400 mg/dl. Troubleshooting was done. Customer had high blood glucose due to unable to treat due to button error alarm on the insulin pump. No further information provided.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery off no power alarms noted. Insulin pump passed off no power test, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unable to prime during prime/compromised force sensor system test due to faulty forces sensor. Unable to complete functional test due to prime anomaly. Intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and missing end cap sticker.